Event description:
This report is being filed upon notification from our x-ray MFR in (B) (4) to submit this event. Problem: the pt was having an x-ray procedure. The x-ray's visub /viewing subsystem rebooted by itself and stayed in a locked up state. Since the system was unusable, the pt was moved to another room to complete the exam. There was no harm to the pt.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.